Event description:
It was reported that bd maxzero needleless connector was damaged the following information was received by the initial reporter with the following: it was reported by customer that maxzero connectors cracked and leaking.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Cancel (B)(4) as duplicates, as they were made in error with a misunderstanding of the mz part number.

Event description:
Cancel.